Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. It was reported that a type IV endoleak was confirmed during the evar. Leak was a jet type (seemed like a fountain). The doctor decided to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).